Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device evaluation could not be completed. This is a report of a use error where the patient had not connected the heater bag completely to the homechoice cassette line resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on a homechoice cassette during peritoneal dialysis therapy. This event occurred during set-up while the patient was connected. The patient stated that they had not connected the heater bag completely to the cassette line; fluid was leaking from the bag. The technical service representative (tsr) had the patient close the clamps and cycle power on the homechoice. The tsr advised the patient to start therapy over with new supplies. The patient stated there had not been anything unusual with the supplies; they just had not connected the bag securely to the line. There was no patient injury or medical intervention associated with this event. No additional information is available.